Event description:
It was reported that this pacemaker was explanted after one month of being implanted due to unknown reasons however, it was replaced with a cardiac resynchronization therapy defibrillator (crt-d) therefore, it can be concluded that this patient was intervened to perform a therapy upgrade. This event does not longer meet the criteria of an event either of a reportable complaint. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's device was explanted due to an unspecific malfunction after 4 weeks of being implanted. Device was successfully replaced. No additional adverse patient effects were reported.